Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when delivering a bolus it took "a ridiculous amount of time" and that there would be "50 extra units on insulin in the reservoir." In addition it was reported that the customer experienced an elevated blood glucose level; no value was provided and that multiple occlusion alarms occurred. Customer did not require follow up. No additional patient or event information was available.